Event description:
The hcp reported that the pt developed pain and drainage at the neurostimulator device pocket site. Cultures were taken and were positive for staphylococcus aureus. The pt was treated with oral antibiotics and the device system was removed.

Manufacturer narrative:
The device was not returned to medtronic inc for evaluation.